Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The reload was received engaged with the subject instrument. Visual inspection of the cartridge revealed that the reload was pre-fired and engaged in interlock. The instrument firing knobs were slightly advanced leaving the reload jaws in the clamped position. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re -opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. While placing the stapler around the lobar vein, the surgeon was not able to articulate the reload. The jaws of the device locked on the patient's tissue, but were able to be removed when the surgeon forced the black levers back. There was difficulty unloading the device and the nurse was not able to remove the reload from the stapler. The device did not fire. To complete the procedure, another handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury.